Manufacturer narrative:
Correction: h3: it was found in the analysis that the stim pcba failed. H6: serial number: (B)(6)- fdm b01, fdr c0201, img g07001, and fdc d1102 codes are applicable. Additional information received shows that there is no information to reasonably suggest that the console (serial number (B)(6) in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, the console (serial number (B)(6) did not and does not meet the reporting criterion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial/lot #: (B)(6), UDI#: (B)(4). H6: product ID: nim4cpb1, serial/lot #: (B)(6), fdm b21, fdr c21, img g02005, and fdc d16 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the system's displays a pi box fault message when the pi is connected in wired and wireless mode. Issue persists after reboots. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the issue was not resolved by repositioning or troubleshooting. The case was completed by backup device. The console was working properly with other patient interface.